Event description:
The doctor who initially placed the appliance on the patient's tooth reported that the patient came into the office with a bracket that was accidently debonded. The patient experienced enamel damage at the site of debonding in the form of a very narrow fissure, approximately 4mm in length, starting at the "cej", where the tooth meets the root near the gingival, and radiating towards but not reaching the occlussal edge. The tooth was restored with a composite material and another bracket was put on.